Event description:
It was reported that during a coronary stenting procedure, the maverick2 monorail balloon ruptured at 16 atms during pre-dilation. The heavily calcified lesion was located in the right coronary (rca) artery. During withdrawal, the balloon became stuck in the calcified lesion and came off of the delivery device. The balloon material was successfully retrieved with a snare. The case was successfully completed with another maverick2 balloon and placement of an unknown stent. No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.